Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: ni e3: ni.

Event description:
It was reported that the camera head displayed a blurry image. This event was found during inspection of the device. There are no reports of patient harm.

Event description:
It was reported that the camera head displayed a blurry image. This event was found during a diagnostic laparoscopic exploratory surgery procedure. The procedure was completed using the same set of equipment. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a dark image, the light guide bundle was broken, and the light guide glass was defective. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: image issue due to light guide bundle and light guide glass damage which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.